Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during an unknown procedure, the first device was locked onto tissue and on the first try the firing handle snapped in half. The device was removed from the tissue and a second like device was tried and the device locked onto tissue and could not be unlocked. It is unknown on which fire this happened. The device had to be cut loose from the tissue. The type of tissue is unknown.